Event description:
The dealer advises "both right and left wheel lock assemblies cracked on the above listed transport chair." Sending out replacement with the hand grips too under no charge warranty order #(B)(4).

Manufacturer narrative:
(B)(6) - RMA 860194557 has been initiated for this issue. Model alr19hbfr, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1125095 rev e (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.